Event description:
Additional information received indicated that the right ventricular lead was explanted and replaced to resolve this event. The patient was stable during and after procedure.

Event description:
During an in-clinic follow-up high defibrillation impedance was observed on the right ventricular (rv) lead. Damage was suspected but not confirmed. No intervention has been performed. The patient was stable.